Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received four pns (off-label) leads from the same lot number. It was reported the pt is experiencing muscle stimulation and very little normal stimulation therapy. Reprogramming was unable to eliminate the muscle contractions. The pt is pending a consultation with the implanting surgeon to further evaluate the issue and discuss his options.